Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock post implant prior to discharge from the hospital. The noise was suspected to be related to potential air entrapment. The device was turned off and the patient will remain in the hospital to allow time for the air to dissipate. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock post implant prior to discharge from the hospital. The noise was suspected to be related to potential air entrapment. The device was turned off and the patient will remain in the hospital to allow time for the air to dissipate. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.